Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Further follow up was conducted with the customer, and educational materials were sent regarding proper urine specimen collection for this product. The customer relayed to bd tech services that the issue was now infrequent (about twice a month). Additionally, the customer indicated they would share the urine educational materials with the staff. Bd will continue to monitor for additional complaints and emerging trends. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. As there was no sample or photo available for evaluation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Event description:
Material no: 364953, batch no: 8243842. It was reported that the bd vacutainer® c&s transfer straw kit was used with the macconkey agar urine tube, in which the urine tube had interfering growth, producing a reading of "24" during use that was much less than the blood auger, which read ">200". The following information was provided by the initial reporter: bap lot # 484987, reading >200, mac lot # 474160, reading 24.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no: 364953, batch no: 8243842. It was reported that the bd vacutainer® c&s transfer straw kit was used with the macconkey agar urine tube, in which the urine tube had interfering growth, producing a reading of "24" during use that was much less than the blood auger, which read ">200". The following information was provided by the initial reporter: bap lot # 484987, reading >200, mac lot # 474160, reading 24.